Event description:
On (B)(6) 2024, this patient underwent endovascular treatment in zone 2 of the thoracic aorta and was implanted with gore® tag® thoracic branch endoprostheses. The patient tolerated the procedure with good results. On (B)(6) 2025, the physician provided computed tomography imaging that appear to show an occlusion of the gore® tag® thoracic side branch (sb) component. It is unknown if the occlusion if complete or partial. Images have been uploaded to gore for evaluation. There has been no reintervention performed or scheduled todate.

Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time point available for evaluation: post-implantation cta dated (B)(6) 2025. ¿ axial images show the thoracic side branch is occluded. ¿ contrast appears to reconstitute near the distal end of the thoracic side branch. ¿ the length of the thoracic side branch(s) in the portal and lsa appears to be 5.8cm, by outer curve length. ¿ diameters appear to range from 3.9mm ¿ 6.4mm. ¿ there appears to be an 45° angulation from portal to lsa. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.